Event description:
It was reported that the customer received a continuous glucose monitor error 42. Customer continued to use the pump for insulin therapy. There was no reported impact to customer¿s blood glucose.